Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a primary total hip arthroplasty, the ceramic head "exploded" into three parts. It is unknown if the patient retained a foreign body. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Reported event was confirmed by visual inspection. However, from the performed investigation, there is no indication that there is any non-conformance in the product as manufactured. A review of the manufacturing history records confirms no abnormalities or deviations related to the reported event. A review of the complaint database over the last 3 years has found no similar complaints reported with these items. The complaints database will be continued to be monitored. Based on the available evidence, no conclusion can be made about the root cause for the reported fracture of the femoral head. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.